Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had a lot of trouble with her left lead for over a year, since 2015. The lead was poking out and very painful. The patient had been reprogrammed several times to deal with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.